Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) the device has been provided by user facility for investigation at our bbm laboratory in melsungen, germany. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility ((B)(4)): over infusion.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) result of examination: the device was subjected to a visual and functional examination. No external damages were detected. The device showed age-based marks of use and was slightly contaminated. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. Following a delivery accuracy measurement according iec (B)(4) was arranged. All measured values are within our specification. Besides slight compressed supporting pillars no damages were found inside. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made regarding the cause of the event.